Manufacturer narrative:
Manufacturer statement: the reported issue (failure of the icp display) was successfully reproduced under laboratory conditions. The reported issue (implausibly high icp readings) could not be reproduced under laboratory conditions. During the initial examination of the catheter, no icp measurement function could be detected. Given that the pull loop had been fully deployed and damage to the green micro-cable was observed, the catheter must have been subjected to mechanical tensile stress. The fact that the catheter functioned as expected by the user after implantation, and returned to operating within specified limits after the micro-cables were desoldered and resoldered (following an inspection of the bridge diagonal resistances), confirms that the icp display failure was caused by mechanical tensile stress. Damage to the pressure chip wires affects measurement data transmission, causing the icp reading to rise and eventually fail completely if contact is lost. This complaint is classified as user error, as the precautions and instructions outlined in section 6 of the instructions for use (zwo-013) were not adequately followed. A review of the catheter's manufacturing records revealed no anomalies; a wire break occurring during production can be ruled out. The cause of the reported fault must lie outside raumedic's sphere of influence.

Event description:
From the clinic "(B)(6)", we received on june 24th, 2026 the following information regarding a catheter neurovent-p (092946-001): "the patient underwent surgery during the night of (B)(6) to (B)(6), 2026. The operation concluded at 4:00 am. During the procedure, an icp probe (raumedic) was implanted. The icp reading in the operating room was 9 mmhg with a good waveform. Postoperatively, the icp reading increased to approximately 25 mmhg during the following day. Therefore, a CT scan was performed. The imaging revealed no abnormalities that would explain an icp reading of 25 mmhg. Despite deep sedation, the patient's icp remained at approximately 25 mmhg. Subsequently, a right frontal evd was inserted. After evd placement, the icp reading was approximately 9-10 mmhg (measured via the evd). Simultaneously, the icp probe continued to measure an icp reading of approximately 25 mmhg, also with a good waveform. The icp probe was not kinked at the skin or fixation point. On the evening of (B)(6), 2026, the icp probe no longer showed a reading. The probe was then inspected again at skin level. There was no indication of kinking. The icp measurement via the evd continued to show normative values. Due to the significant discrepancy between the icp probe readings and the evd readings, as well as the CT scan, which was inconsistent with elevated pathological icp, the decision was made to remove the icp probe and the and to perform further icp monitoring exclusively via the evd."